Event description:
Report rec'd of an under-delivery of pitocin. The pt was ordered to receive a pitocin drip with a concentration of 10units of pitocin in 1000ml of lactated ringers. The pump was programmed to deliver the pitocin at 12ml/hour at 0600 the day of the event. There was no progression of labor and no contractions noted, so the pitocin drip was increased as follows: at 0830 rate up to 60ml/hour; at 0925 rate up to 72ml/hour; at 1100 rate up to 84ml/hour; at 1200 rate up to 96ml/hour; at 1245 rate up to 108ml/hour; at 1400 the rate was increased to 120ml/hour. The customer contact reported 10-15 minutes after this last rate change, the pt began to experience contractions in a "hypertonic pattern". At this time, (approx 1425) the nurse noted there was only about 75ml gone from the IV bag. The rn felt that the pump was not delivering at all until after the last rate change was made, and then the pt rec'd "a bolus" of the medication since it was infusing at 120ml/hour after no delivery prior to this. The customer contact reported that the tubing was manipulated at all with any rate changes. When the pt began to experience a "hypertonic pattern" of contractions, it was reported that the baby was in fetal distress. The pitocin drip was turned off and oxygen was administered to the pt. Twenty minutes later, induction of labor was re-started at 12ml hour using a new pump with the old tubing set. The pt and baby were doing fine after delivery with no long-term effects reported.